Event description:
It was reported that the programmer was in need of repair, at the least it may have needed a new stylus. It was further reported, later, that the programmer turned off completely and could not be restarted. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the programmer was in need of repair, at the least it may have needed a new stylus. It was further reported, later, that the programmer turned off completely and could not be restarted. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067l radiofrequency programmer head; product ID: 229047 software analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis did confirm the customer comment that the programmer turned completely off, during analysis this occurred when the cable or programmer were moved, and the power cord and power supply were replaced to resolve. Analysis was unable to confirm that a new stylus was needed however it did find that the system fan was noisy and it was therefore replaced. Concomitant medical products: product ID 229047 software analyzer. (B)(4).